Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2016-01521. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using ruby coil detachment handles (handle). During the procedure, the physician was unable to detach a ruby coil using a handle; therefore the physician switched to a new handle. However, the ruby coil was still unable to be detached using the new handle. Upon retracting the ruby coil about 20cm in the lantern delivery microcatheter (lantern), the physician noticed that the ruby coil was detached. The physician then used a wire to push the detached ruby coil into the target location. This exact same issue occurred with a second ruby coil and this ruby coil was pushed into the target vessel using a wire as well and the procedure was completed. The physician reported that there was too much tension due to the patient's tortuous vessels. The physician did not maintain continuous flush and did not use a rotating hemostasis valve. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 11/01/2016: 1. Lot #. 2. Expiration date . 3. Device manufacture date. Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 1. Narrative/corrected data. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01521.